Event description:
Reported, during testing, there was a 'high fio2' alarm. Upon replacing the oxygen sensor this issue was resolved. There ws no pt involvement reported.

Manufacturer narrative:
(B)(4).